Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received a supplemental form will be completed.

Event description:
It was reported that the customer experienced low blood glucose levels (55mg/dl). Reportedly, the basal rate was incorrectly set. Basal rate was set at 3.25 units per hour and should have been set at 1.22 units per hour. Customer disconnected from the pump and consumed orange juice to stabilize her blood glucose level.